Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a few days following system implant procedure, the patient presented to the hospital for heart failure exacerbation with dyspnea; it was noted that it is unknown whether the issue was related to the implant procedure. The patient was treated, prescribed medication and was discharged 3 days later without any further adverse consequences.